Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid via an implantable pump for non-malignant pain and chronic low back pain. The patient felt that she wasn't getting any relief of pain, so the healthcare provider was not sure if he was prescribing a high enough dose or if the catheter was kinked. A (B)(6) study was done on (B)(6) 2016. There were no signs of any issues with the catheter. A second (B)(6) study was done on an unknown date. After titrating/increasing the dose since (B)(6) of 2016 (also reported as for the past two months), there was no therapeutic effect. The healthcare provider may try and switch drugs in order to get better therapy for the patient and planned to change the drug to fentanyl. They believed the device was working properly. The pump medications were increased and changed and oral medication was given. The catheter was replaced. As of 2016-aug-10 there had been no benefit so far from changing the drug to fentanyl.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient didn't have therapeutic effect since implant. The doctor had tried baclofen, morphine, dilaudid, and fentanyl in the past. Since the drugs weren't helping the hcp filled the pump with saline sometime in 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient's weight. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.